Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Lot number: 6718604.

Event description:
According to the available information, the cylinders were crinkled inside the tunica albuginea. The device was removed/replaced.

Manufacturer narrative:
A titan touch pump, cylinders 1 and 2, and a reservoir were received. No functional abnormalities were noted with the pump. No functional abnormalities were noted with either cylinder. A group of separations, indicating contact with unshod instrumentation, was noted on the inlet tube of the reservoir. This was a site of leakage. The information received indicated the cylinders were ¿corinkled¿ inside tunica albuginea, but because no functional abnormalities were noted with the returned components, other than instrument damage, the complaint could not be confirmed as reported. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation on the inlet tube of the reservoir occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.